Event description:
It is reported that the patient received an implant and is experiencing pain.

Manufacturer narrative:
Evaluation codes: the implant surgical notes from (B)(6) 2013, indicate that the patient had sustained a tibial fracture over a year prior to the implant surgery which led to gross valgus deformity and an incompetent mcl. Progress notes from (B)(6) 2013 indicate swelling, pain, and severe instability. It is noted that the patient is unable to put weight on the leg without buckling to the medial side. It is possible that the condition of the patient's mcl led to instability. If a patient has significant ligament instability it is recommended to use a hinged knee system. X-rays notes state no gross loosening or periprosthetic defect. The notes indicate that a revision to a rotating hinge knee has been recommended due to instability of the mcl and a painful knee replacement. It is likely that the condition of the patient's ligaments caused the reported instability and pain; however, this cannot be determined conclusively. Evaluation codes: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.